Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. According to the field, the s-ICD was disposed of at the hospital and is not expected for return at this time. As no further information regarding this event is expected, our investigation is complete. This event will be updated should additional information be provided.